Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that there is a hole in the guidewire lumen 30mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.